Event description:
It was reported that the lead dislodged causing the atrial lead channel to have noise with intermittent capture, abdominal stimulation, and undersensing of the p waves. The lead was extracted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.